Event description:
It was reported that during installation, the cs300 intra-aortic balloon pump (iabp) generated an electrical test failure code #52. This is an out-of-box-failure (oobf) of the front end board. There was no patient involved and no adverse event was reported.

Manufacturer narrative:
The supplier returned the front end board to the national repair center (nrc). The supplier verified the reported failure, and replaced defective u34,r216. The board then passed all of their testing. The national repair center installed the board into the cs300 test fixture and tested the board to factory specifications per procedure, and cs300 service manual, and the board passed testing. The board was put into stock/inventory per procedure.

Manufacturer narrative:
The suspected faulty oob front end board was sent to getinge's national repair center (nrc) for evaluation. A senior repair technician inspected the front end board and no visual damage was observed. The technician then installed the front end board into cs300 test fixture and it tested to factory specifications per cs300 service manual and it failed testing. The national repair center verify the reported failure "electrical test fails code #52". The front end board is being sent to the supplier per procedure. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that during installation, the cs300 intra-aortic balloon pump (iabp) generated an electrical test failure code #52. This is an out-of-box-failure (oobf) of the front end board. There was no patient involved and no adverse event was reported.

Event description:
It was reported that during installation, the cs300 intra-aortic balloon pump (iabp) generated an electrical test failure code #52. This is an out-of-box-failure (oobf) of the front end board. There was no patient involved and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. The distributor's getinge trained field service engineer (fse) replaced the front end board and verified normal function. The iabp unit has been cleared for clinical. The front end board has been requested back for further evaluation. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that during installation, the cs300 intra-aortic balloon pump (iabp) generated an electrical test failure code #52. This is an out-of-box-failure (oobf) of the front end board. There was no patient involved and no adverse event was reported.